Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue.

Event description:
It was reported that the patient presented for a left bundle branch area pacing implant procedure, after the right ventricular (rv) lead was implanted into the patient's heart septum. The physician observed the electrocardiogram had not changed much. The physician attempted to reposition the rv lead. The rv lead was difficult to retract back into the sheath. The rv lead was finally pulled out and explanted. The rv lead had a lot of tissue around the tip, the physician cleaned the rv lead and tried to re-insert the lead. The rv lead helix could not be extended or retracted. A new rv lead was implanted to continue the procedure, the procedure was completed with no adverse patient consequences.